Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually inspected. The appearance of the load ring (degraded) is as expected after this time of implantation (more than 4 weeks). No defects could be observed on the explanted sample of the device. Both straps were intact. The cause for the described event could not be verified.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure in (B)(6) 2013 and mesh was implanted. The patient experienced a recurrence and underwent a reoperation on (B)(6) 2014. The mesh was explanted because of an infection. The recurrent hernia was repaired with suture material. Currently the patient is doing okay.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.